Event description:
The pt was implanted with a left ventricular assist device. It was reported that the pt had pump stoppages and low flow alarms when connected to power module. The pt reported in-clinic and had been on batteries for over a week. Red heart, a continuous audible alarm, low flow, and pump stoppage were noted. The hospital staff stated that when the pt was in-clinic and placed on power module the pump stopped. Low flow/red heart alarm was reported. When the pt was placed back on batteries the alarm condition ceased. The pt was asymptomatic without any injuries reported at the time of the event. It was noted that the pt will be admitted for driveline evaluation. It was also noted that the hospital will keep the pt on batteries. The pt recently had a clamshell repair. A distal-end percutaneous lead repair was performed successfully resolving the issue of red heart alarms when on power module. The removed distal-end percutaneous lead portion will be sent to the MFR for eval.

Manufacturer narrative:
A distal-end lead portion was received by the MFR. A supplemental report will be submitted when the analysis of the returned distal-end lead portion is completed.